Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat uterine prolapse, a cystocele and a rectocele on (B)(6) 2008 and mesh was used. The patient underwent the concurrent procedures of repair of an incidental cystostomy using cystoscopy and a hysterectomy during mesh implantation. Since the implantation of the mesh, the patient has experienced pain and mesh erosion. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, bowel problems, recurrence, bleeding and vaginal scarring. It was reported that the patient experienced mesh erosion in the bladder with associated complications. The patient underwent rectocele repair. The patient underwent additional medical treatment, including a mesh revision/excision procedure in (B)(6) 2011. The patient underwent mesh removal on (B)(6) 2011. No additional information was provided. (B)(4) - urinary problems; bowel problems; undefined recurrence; rectocele. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that on (B)(6) 2011 there was 0.5cm area of mesh erosion on the right side of bladder. A cystoscopy with mesh removal with laparoscopic trocar for assistance, rectocele and vaginal enterocele repair was done.

Manufacturer narrative:
It was reported that the patient experienced urinary incontinence, urinary urgency, urinary frequency, anxiety, urinary tract infection, posterior vaginal wall prolapse and depression.(B)(4).

Event description:
It was reported that the patient experienced urinary incontinence, urinary urgency, urinary frequency, anxiety, urinary tract infection, posterior vaginal wall prolapse and depression.

Manufacturer narrative:
It was reported that following insertion the patient experienced dysuria, hematuria, and nocturia. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure in (B)(6) 2008 and mesh was used. Since the implantation of mesh, the patient has experienced pain and mesh erosion. The patient underwent additional medical treatment, including a mesh revision/excision procedure in (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.